Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 162,822 joules while using the surgical fiber during a prostate procedure, a fiber error occurred. Time expended: 22.40 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. The first fiber tip (cap) was cleaned during the procedure. Patient outcome: "ok". There was no patient injury reported.